Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during median open laparotomy by segmental resection of the small intestine, the surgeon made the cut but the blade does not return to its place blocking the device. Another stapler of the same reference was passed to complete the case. There was no patient injury.